Manufacturer narrative:
The information provided on this form was previously submitted under MFR report number: 1822565-2014-011. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. A product history search identified no other complaint for the implanted components. Of these implants, only the femoral component contains nickel. No further information regarding the reported implant failure was received. At this time, the type of failure cannot be determined and it is unknown which components were involved. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the patient is experiencing a possible allergic reaction and implant failure. The nature of the failure is unknown at this time.